Event description:
It was reported that the pt underwent a balloon ablation procedure. During the therapy cycle, the catheter would not maintain pressure. A small hole was noted in the balloon. Another catheter was used to complete the case.